Manufacturer narrative:
Air bubble detector. Sales/service contacted by investigator? Yes date 9/26/97.

Event description:
Pt death due to air embolism. Clinic error was found to be the cause of the incident.